Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the failure of the printed circuit board of the video connector socket, due to the aging degradation of the electrical contacts or locking lever of the video connector socket by long term use, or due to the wear degradation of the locking lever by user pulling the video plug of the camera head out of the subject device without pressing down the locking lever of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, the scope communication error occurred on the subject device connecting with an unspecified videoscope. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus europa se & co. Kg (oekg) checked the subject device and found that the scope communication error b30 occurred and the image could not be displayed, and also found that the printed circuit board of the video connector socket of the subject device had failure.